Manufacturer narrative:
(Serial number, UDI),additional information. Approximate age of device - 19 days (calculated from the date when the mobile power unit was shipped to the customer; (B)(6) 2018) manufacturing investigation conclusion: the mobile power unit (mpu) remains in clinical use and the patient continues on vad support. Although the report of a no external power alarm was confirmed based on the information recorded in the system controller log file, a specific cause for the alarm could not be conclusively determined. Low power hazard and no external power alarms were flagged on (B)(6) 2018 at 10:20. The associated voltage levels indicated that the events occurred while the system controller was connected to a mobile power unit and the power to the mpu was lost. During the event, the system controller backup battery supplied power to the pump as designed. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and was reported that log files were submitted for patient who is part of a clinical study. Technical service reviewed the log files and noted that there was no external power event observed on (B)(6) 2018 which was due to patient's mpu ac power cord becoming loose and noted that there was no interruption in pump support to the patient during this event. No additional information was provided.